Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation with two 500cc mentor memorygel breast implant prostheses experienced bilateral ptosis and right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed via physical examination. The patient is experiencing bilateral ptosis. However, the patient is scheduled to undergo unilateral removal and replacement with a 500cc mentor memorygel breast implant ( right catalog #: 3505004bc) for her right breast on (B)(6) 2020 and does not wish to have an additional procedure on her left breast at this time. This report is for the left-sided prosthesis.